Event description:
A (B) (6) pt's spouse called in to lifecor customer support to report that when they awoke one of the pt's batteries was not completely latched to the monitor and the screen was blank. Support requested a download to review and replace both of the pt's batteries as well as the monitor.

Manufacturer narrative:
Device manufacture date: monitor (B) (4): 04/2008; battery (B) (4): 07/2008; battery (B) (4): 09/2007. Device eval summary: device evaluation of monitor (B) (4), battery (B) (4) and battery (B) (4) have been completed. The reported problem was confirmed. Monitor (B) (4) is fully functional and successfully performed a baseline and pt treatment sequence. Monitor was refurbished and restocked. Upon investigation, defects were found in both batteries that prevented successful latching. The cause for the latching problem with battery (B) (4) was found to be a broken end cap. The root cause for the broken end cap cannot be positively identified, however was probably a result of a drop or excessive force. The cause for the latching problem with battery (B) (4) was found to be an incorrectly positioned locking tab. The root cause for the incorrectly positioned locking tab cannot be positively identified. Both batteries were repaired and retested. No adverse event resulted from either the broken end cap or the incorrectly positioned locking tab. The pt received a replacement monitor as well as replacement batteries.